Manufacturer narrative:
H3:product analysis:evaluation could not reproduce the reported malfunction of abnormal noise. It was also noted its stuck inside at tachement, not possible to insert smoothly due to bearing deterioration / breakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment making an abnormal noise. At the time of the report, there was no known impact to the patient. Additional information was received stating that broken bearings were found during evaluation.